Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had data not synchronized. A technical support specialist (tss) dialed into the station and checked the data synchronized debug log, where no errors were found. Then dialed into the server and reviewed the synchronized information, confirming that the last upload, last download, last heartbeat, and last published times were all current. The station was confirmed to be communicating with the server. The customer relocated the data cable to a new port, after which the device successfully began synchronized. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not syncing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.